Event description:
This report summarizes 5 malfunction events in which the device had small pieces breaking off. - 1 event had no patient involvement; no patient impact. - 4 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 5 events were reported for this quarter. Product return status: 5 device investigation types have not yet been determined. Additional information: 5 devices were not labeled for single-use. 5 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale 5 previously reported events are included in this follow-up record. Product return status 5 devices were received.

Event description:
This report summarizes 5 malfunction events in which the device had small pieces breaking off. 1 event had no patient involvement; no patient impact. 4 events had patient involvement; no patient impact.